Event description:
This complaint is reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure the stent delivery system (sds) would not cross the lesion. The target lesion being treated was located in the severely calcified left anterior descending (lad) artery. A 2.75x20mm ion sds was advanced to the lad and was unable to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: there was contrast and blood visible on the balloon. The balloon was tightly folded with the stent secured on the balloon. The first role of struts on the distal end of the stent has two struts that bent out and flared with a strut underneath the second row of struts. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).